Manufacturer narrative:
Additional, changed, and/or corrected data: b.5. D6b, d9, h.3, h.6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, more three opening side assessed as surgical damage and one opening in the anterior side assessed surgical damage like. Additional observations: wear abrasion observed on the surface of the shell. Crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation. This record is for left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported deflation. This record is for left side. Device remains implanted.